Event description:
It was reported that the surgeon inserted a micl12.6 implantable collamer lens and the lens flipped during insertion. The surgeon attempted to seat it properly in the eye without success. The lens was removed without any patient injury. The reporter stated the incident was due to a technical error.

Manufacturer narrative:
Evaluation: results: visual inspection of the returned product showed that a haptic was torn and a piece of both haptics was torn off and missing. There was a clear surgical residue on the lens.